Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jan-05, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. It was reported that pt's neurostimulator stopped working two months after it was implanted in my back and their pain doctor won't see them again because he replaced the one in their back with a recalled one twice now. He has been giving pt the run around for too long. Pt doesn't know what to do about this and they are tired of the constant pain they have been forced to deal with. Pt wants to know what their options are. On (B)(6) 2022, the patient reported that they went through the trial period and had been implanted. It covered very little 30-40% but it was worth it. The patient noted that both recalled implants just stopped functioning properly. The patient noted that they had not been informed of the recall until afterwards. There were no steps taken to resolve the implantable neurostimulator from not working, and the patient has been having to suffer with a dead implant in their back. They are not sure if they will forever suffer with a dead implant in their back as nothing has been done and they have been receiving the run around from their physician since 2017. On 2022-03-07, additional information was received from the patient reporting that the 2nd recalled stimulator only functioned for 2 months and the patient noted that they had still been healing from their surgery. They stated that it was defective. No steps were taken to resolve the issue. It was reported that the patient¿s doctor had been avoiding the patient for years. They stated that they had been giving them the run around now that they knew they messed up. They stated that they had been ¿blowing¿ them up and the patient hadn¿t answered because they felt they needed a lawyer. The issue was not resolved. Nothing has come of it because they had given them two different things they had to do before allowing them to have an appointment. The patient stated that they needed help in resolving this. They stated that it had gone on too long now.